Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump was received normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, corroded battery tube and broken battery cap.

Event description:
The customer called and reported the battery cap broke off his insulin pump when he tried to change the battery. Customer stated it looked like the battery exploded and the insulin pump would not come back on after inserting a new battery. The customer's blood glucose was 481 mg/dl, which he treated for manually. The customer reported it looked like battery acid leaked to the outside of the insulin pump, which was discolored. The device reportedly had not been bumped, dropped, or exposed to moisture. The battery spring was stated to be corroded. Customer was advised the device would be replaced and agreed to return the product for analysis.